Manufacturer narrative:
Product ID 748966, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3487a-33, lot # v001984, implanted: (B)(6) 2006, product type lead; product ID 3487a-33, lot # v006281, implanted: (B)(6) 2006, product type lead.

Event description:
It was reported the patient could feel stimulation from the left electrode but could not feel stimulation from the right electrode. Patient had the implantable neurostimulator (ins) turned off for two weeks and had just noticed the stimulation problem. Patient wanted to know if they should see their doctor. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient went to her health care provider and the device was interrogated with a clinician programmer. It was seen that one of the contacts was not working. The device was reprogrammed around the contact and the patient was now receiving coverage "just fine."